Event description:
Device 1 of 3. Reference MFR report numbers: 1627487-2013-20458, 1627487-2013-20459. The patient received two leads with the same lot number. It was reported the first permanent scs system was explanted due to an infection approx. One year ago. The patient received a new permanent system on (B)(6) 2013 one year after the infection resolved.

Manufacturer narrative:
Method- the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.